Manufacturer narrative:
The customer's allegation was confirmed. Device evaluation found a purple image and several dead pixels on screen. Based on the results of the investigation, the most probable cause of the complaint is a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during reprocessing the subject device had a bad image. No patient involvement reported.